Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance at an office visit. It is unknown if there was any patient manipulation or trauma to the device site that could have caused or contributed to the reported event. It is unknown if x-ray views of the device have been taken to assess the integrity of the device. The patient's device diagnostic tests were within normal limits in (B)(6) 2009. It was also indicated that the patient visited the ER for an unknown reason. It is unknown if the reason for ER visit is due to loss of therapy from the reported high lead impedance event. The patient was scheduled for full revision surgery. During surgery, a new generator was attached to the old lead body and diagnostic tests were re-performed but the high lead impedance condition persisted. Therefore, the lead body was also replaced. The explanted products have been returned to the manufacturer for analysis. Product analysis is currently pending. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.